Event description:
Related manufacturer report number 2017865-2022-39926. It was reported that during a follow up in clinic, loss of capture and loss of sensing was noted on the right atrial (ra) lead. Additionally, inadequate capture, in crease in pacing impedance, and r--wave amplitude variation was noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the ra lead and the rv lead was observed. The physician suspected the dislodgement of the ra lead was due to the anatomy of the patient. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.